Manufacturer narrative:
The returned reference sensor was functionally tested using an in-house navigation unit. The reference sensor successfully performed simulated procedures by performing back table calibration and simulated procedures using saw bones. The reference sensor was found to function as designed. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded. This initial report is being filed after the due date as the initial submission was found to have not be received during an attempt to submit the follow-up report. At that time, the error message "error: initial report / prior supplement has not been received. The initial report is missing." Alerted orthalign inc of the issue prompting the submission of this as an initial report.

Event description:
Surgeon feedback that the knee cut was valgus after checking x ray (post-op).